Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/ short interval counts (sic), right ventricular (rv) lead, lead integrity alert (lia) integrity alert, and the impedance trend on the rv pacing lead was rising. Analyst commented, rv lia occurred initially on (B)(6) 2016 for sic greater than 30 in 3 days and rv lead impedance variation in last 60 days. Beginning week of (B)(6) 2016, rv pacing impedance rising to 1026 ohms from last measurement at 722 ohms. The week of (B)(6) 2016, climbing to 1368 ohms. Beginning (B)(6) 2015, ventricular sic up to 43; no episodes available to verify lead noise oversensing. The device was returned and analyzed. Analysis revealed the distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that physician called inquiring regarding a lead integrity alert (lia) for the right ventricular (rv) lead impedance indicates a lead issue, and that short interval counts (sic) had increased. It was also reported that the right ventricular (rv) lead exhibited high thresholds and intermittent high impedance, and gradual increase in impedance. The rv was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.